Event description:
It was reported that the patient presented in clinic for a follow-up. Externalized conductors were noted via diagnostic imaging. No electrical anomalies were detected. The lead was explanted and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
(B)(4).external insulation abrasion was noted at 39.9-40.3cm from the distal tip electrode and at 12.7-13.4cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 12.6-14.4cm from the distal tip electrode. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.